Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200 (patient interface, response 3.0), serial/lot #: (B)(4). Model #: 8253001 (mainframe, nim response 3.0): the product analysis indicates the reported issue could not be confirmed and could not be duplicated. As a precautionary measure, the device was placed in burn-in for four hours to observe any failure. There was no fault found. The device was tested and passed all manufacturing specifications. Model #: 8253200 (patient interface, response 3.0): the product analysis indicates the reported issue was confirmed. The device was not working properly due to a p/I board failure. The p/I board and worn wave washer were replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an intermittent stim output intraoperatively with the nim mainframe and patient interface. There was no patient impact.